Event description:
In, 2007, opened pack and a foreign body found inside the sterile pack. Appeared to be a four inch long piece of dark string or suture. Pack was not used for case. Replaced with a new pack.